Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attemptimg to place a taxus express2 3.0 x 12mm drug eluting stent but encountered difficulty crossing the lesion. When the stent was removed, a stent strut was projecting out. The procedure was completed with a different stent. No pt complications were reported.